Event description:
Litigation alleges patient had pain, disability and chromium and cobalt ion poisoning after asr hip implant. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain, noise, cobalt levels of 110 and chromium levels of 28.

Event description:
Litigation alleges patient had pain, disability and chromium and cobalt ion poisoning after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, explant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.